Manufacturer narrative:
Patient-and product-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported there was a data download issue encountered due to serial number mismatch involving the impella 5.5 device. There was no report or indication of adverse effects to the patient as a result of the event. Further information is unavailable.

Manufacturer narrative:
Product-specific information was obtained and confirmed during investigation of the complaint (see below) and fields d.4 and h.4 were updated accordingly. The impella device was not return and therefore an analysis of the device was not possible. However, images of automated impella controller console screenshot were provided and showed that the pump serial number was reflecting as (B)(6) . However, the pump used in support was labelled as serial number (B)(6) . The consecutive serial number pumps were mismatched. The device history record review indicated that both pumps serial numbers: (B)(6) were reworked for wrong labelling in pouch label and pump handle during final inspection. This issue was presumed to be corrected during rework and released for use. Later, it was investigated and found that the issue was not resolved and likely relabeled the wrong serial number label again on both consecutive pumps before sending out to the field. The pump serial number (B)(6) was scrapped, and the pump labeled serial number (B)(6) was used in the field. Both pumps passed all functional testing during manufacturing. The only issue identified during post-sterile inspection was the label swap issue, and all other characteristics passed. Applicable corrections have been identified. The issue was escalated to assess the pump that was used in the field. The cause of wrong label issue is label swap due to quality control deficiency.